Event description:
It was reported to boston scientific corporation that a speedband superview super 7 multiple band ligator was used for an esophagogastroduodenoscopy (egd) procedure within the esophagus performed on (B)(6) 2011. According to the complainant, during the procedure, the bands did not deploy properly. Reportedly, either no bands or multiple bands would fire. The case was completed with this speedband superview super 7 multiple band ligator. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
The device has been received for analysis however, an evaluation has not been performed as of yet. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
A visual examination found that the device was returned with residue present on the entire unit. The tripwire was attached to the spool and was bent in several places. Slight indentations were present in the spool. Seven knots were identified in the length of the suture, which returned attached to the tripwire. However, approximately 1 inch of the suture¿s distal end was missing and appeared to be broken. The ligator head was not returned for analysis. Functionally, the handle was able to be rotated and clicked appropriately with every 180 degrees of rotation. The reported events of multiple bands and no bands releasing during deployment was not able to be confirmed as the ligator head was not returned. However, slack may have been present in the tripwire as evidenced by the slight indentations in the groove of the spool which would have impacted deployment activities. Since the specific cause of the failure cannot be identified, the most probable root cause is undeterminable. A review of the device history record (DHR) was performed; no anomalies were noted. A review of complaint history for the reported lot number was performed and concluded there were no other complaints reported for this lot.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 multiple band ligator was used for an esophagogastroduodenoscopy (egd) procedure within the esophagus performed on (B)(6), 2011. According to the complainant, during the procedure, the bands did not deploy properly. Reportedly, either no bands or multiple bands would fire. The case was completed with this speedband superview super 7 multiple band ligator. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.